Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm with one infusion set and did not receive alarm with second set. Customer reported that when infusion set was removed, it was found that cannula was bent. Customer reported that it was due to scar tissue. Customer's blood glucose was 441 mg/dl, which was treated with manual injection. Customer was educated on reasons that may cause bent cannula. Supplies would be replaced.